Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8092876, medical device expiration date: 2023-03-31, device manufacture date: 2018-04-02. Medical device lot #: 9347549, medical device expiration date: 2024-11-30, device manufacture date: 2019-12-13. (B)(4). Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. Investigation conclusion: no photos or samples were received for evaluation. Root cause description: since no samples displaying the reported condition were received a potential root cause could not be defined. Rationale: since no samples displaying the reported condition were received corrective actions are not necessary.

Event description:
It was reported that 4 bd¿ slip-tip syringes with attached needle from lot 8092876, and 4 syringes from lot 9347549 were unable to draw up medication before use. The following information was provided by the initial reporter: "pt stated 8-injection needles did not work, unable to draw up medication."